Event description:
It was reported that the insulin pump gave daily alarms. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
A64 alarm due to fauly y1 on rf board. Scratched display window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.